Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. The manufacturer's field service engineer (fse) confirmed the failed oxygen deliver test. The fse performed extended self testing (est) and found a flow error. The fse replaced the exhalation sensor to resolve the issue. The exhalation flow sensor was returned to the manufacturer for failure analysis. The flow sensor showed signs of contamination on the heated film element. Testing determined that the flow sensor was out of specification. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The reported complaint of the exhalation flow sensor reading out of spec. Was duplicated due to the exhalation flow sensor heated film element was contaminated. No patient/user harm reported.